Event description:
It was reported that an error message was received on a site's programming handheld. Troubleshooting steps were performed and the same error message was received. Attempts for product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.